Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that the surgeon was having problems sitting the rod onto the screws and while using the one handed persuader he was unable to remove it from the screw after sitting the rod. The surgeon did manage to remove the persuader but this resulted in damage of the persuader.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: the customer reported event of the jamming of a xia 3 titanium one handed persuader could not be confirmed. The persuaders' latching mechanism was tested used a xia 3 screw to replicate the issue. The test was successful and the persuader was able to be removed from the tulip head as intended. The surgical procedure states: "to remove the one-handed persuader, slide the lock release and twist the instrument to disengage from the screw." It's possible that the surgeon did not twist the persuader while removing, and instead pulled straight outwards which would provide the feeling of jamming as described in the complaint. Conclusion: the most likely cause of this issue is due to improper removal of the persuader from the tulip head.

Event description:
It was reported that the surgeon was having problems sitting the rod onto the screws and while using the one handed persuader he was unable to remove it from the screw after sitting the rod. The surgeon did manage to remove the persuader but this resulted in damage of the persuader.